Event description:
It was reported that the patient developed an infection at their implantable neurostimulator pocket area. The patient had their full system explanted. There was a "small opening along the incision" and it was noted to be a "non-healing incision." A culture was taken of the patient's wound, but results were not available. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3987a lot# n299561 implanted: (B)(6)-2011 explanted: unk; extension model 3708220 (B)(4) implanted: (B)(6)-2011 explanted: unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4);lead model 3987a lot# n299561 implanted: (B)(6)-2011 explanted: unk.